Event description:
During the transaortic tavr procedure, the initial 23mm sapien xt valve was positioned 80:20 aortic/ventricular (a/v). The valve was deployed with a final 60:40 a/v position, resulting in no paravalvular leak (pvl) and no central aortic insufficiency (cai). The physician determined the final position was too low so a second valve was prepped and positioned one frame cell more aortic. The second valve was deployed in the same position as the first valve, 60:40 a/v, with no pvl or cai. The valve leaflets were noted to be functioning properly. No further actions were taken. It was reported that the coaxial alignment of the delivery system (ds) and valve was good during the deployment of both valves. However, the quality of the angiography was poor due to an insufficient amount of contrast injected during the deployment of the first valve. The image intensifier angle was reported as fair during the positioning and deployment of both valves. The patient¿s native annulus area measured 384mm2. Mild native annular calcification, severe native leaflet calcification and no aortic root calcification was reported.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (poor angiography quality and fair image intensifier angle), in addition to patient factors (severe leaflet calcification and severe mac) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.